Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the pressure switch had failed. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) found the pressure switch to be faulty and he replaced it. With the switch replaced and preventative maintenance performed, the unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.